Event description:
The customer's stated that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 160 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement and self tests passed. The customer last changed his infusion set two days prior to the event. The customer was not connected during priming. The customer's mother stated that the customer was experiencing some health issues in the last month. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.